Event description:
During an ovarian resection procedure, the balloon broke after putting approximately 7 cc of saline in the device. Another device was used to complete the case. There were no adverse consequences to the pt.